Manufacturer narrative:
The suction cautery pencil was found to have hole in heat shrink insulation which may have contributed to burn to patient's lower lip. The product is dielectric tested and suction tested prior to sterilization. Had a hole been present during either test, product would have failed. Lot 371 had 450 pcs - all have been released with no additional complaints. Instructions included with product state product is to be bent using hands only. Visual inspection of returned product indicates hemostat or similar device may have been used to bend product as there are striation marks on the heat shrink.

Event description:
Patient received burn to right inside of lower lip. Bacitracin was applied.